Event description:
It was reported that during implant attempt, the suture sleeve apparently slipped into the vein. It was believed to be in the patient but it could not be seen. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.